Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after a carbohydrate-heavy meal without announcing the meal as previously advised by her healthcare provider, with readings around 293 mg/dl two hours post-meal and trending sideways to 283 mg/dl, and she noted a sore infusion site but declined to change it as glucose was slowly decreasing. Symptoms included hyperglycemia. Outcomes included no long-term impairment or hospitalization. Investigation included troubleshooting and education regarding meal announcement and management of high glucose. Investigation of this case revealed no device malfunction was identified and the event was consistent with hyperglycemia of unclear cause in the context of unannounced carbohydrate intake and possible site tenderness. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.